Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. Upon device interrogation in-clinic, the following codes 0xa 0xa 0xa were noted, indicating oscillator mismatch. Review of remote monitoring data revealed a battery longevity estimate from two days earlier showed 9 months remaining. This crt-p was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. Upon device interrogation in-clinic, the following codes 0xa 0xa 0xa were noted, indicating oscillator mismatch. Review of remote monitoring data revealed a battery longevity estimate from two days earlier showed 9 months remaining. This crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode, it had undergone resets, and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.